Event description:
It was reported that the per wo evaluation, the circulation pump flowmeter was replaced in an arctic sun device due to reading on the lower end of the ctu tolerance of +- 300 lpm from ctu value.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During testing, it was confirmed that the flow meter was reading out of specifications. Flow meter was replaced. Pm performed. Serviced circulation pump and mixing pump. Replaced the heater, both manifold o-rings, the drain valves, and the double bend tube and the chiller evaporator outlet tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the circulation pump flowmeter was replaced in an arctic sun device due to reading on the lower end of the ctu tolerance of +- 300 lpm from ctu value.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During testing, it was confirmed that the flow meter was reading out of specifications. Flow meter was replaced. Pm performed. Serviced circulation pump and mixing pump. Replaced the heater, both manifold o-rings, the drain valves, and the double bend tube and the chiller evaporator outlet tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the circulation pump flowmeter was replaced in an arctic sun device due to reading on the lower end of the ctu tolerance of +- 300 lpm from ctu value.